Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the superion indirect decompression system patient began to experience pain. An x-ray was taken, and it was assessed that the spacer had migrated. An explant procedure was scheduled, however, the patient no longer wanted to proceed with it. No additional information was available.